Manufacturer narrative:
A sample is not expected to be received. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that the plunger on an injector slid over the top of an intraocular lens (iol). The lens was damaged and could not be implanted. The procedure was completed with a new lens without further issues. The iol's were discarded. Additional information has been requested.